Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 43 or pump error 41 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 two times between (B)(6) 2024 21:27:19.000 to (B)(6) 2024 13:01:26.000 and pump alarmed pump error 41 two times between (B)(6) 2024 21:27:19.000 to (B)(6) 2024 13:01:26.000 due to corroded motor home switch. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, stained and faded serial number label, cracked keypad overlay, stained keypad overlay, corroded battery tube. The p-cap/reservoir does lock properly. No pump error 43 or pump error 41 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 and pump error 41 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41) alarm, an error in the motor was detected by reading unexpected value from hall sensor (pump error 43) alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was resolved by the self-test. No harm requiring medical intervention was reported. Product return was requested for mmt-1885. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.